Event description:
In 2008, the pt reported that her blood glucose was elevated to 222 mg/dl at 11:45 pm one day prior, and continued to be elevated to 223 mg/dl at the time of the report. She bolused 1.3 units of insulin at 11:45 pm on the same day, and at 6:49 am the following day, to lower her blood glucose. She stated that she changed her insulin cartridge, infusion site and infusion tubing. To troubleshoot the pt was instructed to disconnect from her infusion site and to bolus 3 units of insulin. She did see insulin drip from the end of the infusion tubing. She stated there was an air bubble in the insulin cartridge and she was assisted with removing it. Upon f/u in 2008, the pt stated that her blood glucose had lowered to 112 mg/dl. The pt called back later on the same day, and stated that her blood glucose measured 223 mg/dl and there were air bubbles in her insulin cartridge. She was assisted with removing the air bubbles and educated on the proper procedure for changing the insulin cartridge. Further attempts to f/u with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod will be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.